Event description:
The plaintiff's attorney alleged that the decedent was feeling ill and was subsequently hospitalize on (B)(6) 2011, and experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (serious injury) of two events reported for the same pt involving two separate products; associated mdrs#: 1225714-2013-00980, 00982, 00983.